Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's left eye due to a bent haptic that occurred during loading of the lens into the injector. The incision was enlarged to remove the lens. Another lens was implanted successfully. Please reference MDR# 1119279-2013-00094 for the intraocular lens.

Manufacturer narrative:
The delivery device has been returned to bausch+lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.